Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the sample was returned with its original packaging, except the commercial box. All the packaging was found opened. The sample was contaminated. The textile knitting pattern, sewing and dimension were found as expected. No hole or tear was visible on the mesh. On the crossing of the two yarns, one was found as expected. The loop of the other was missing but the yarn was correctly placed. It was reported that the mesh was torn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6(fdp, ime and imf codes were updated.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure for an umbilical hernia with a defect size of 5-6 cm, the mesh was damaged. The pre-placed suture was loosened, and the knot was opened, which was detected after insertion into the patient. The issue was resolved by replacing the mesh with a product from another manufacturer. There was no patient injury.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure for an umbilical hernia with a defect size of 5-6 cm, the mesh was damaged. The pre-placed suture was loosened, and the knot was opened, which was detected after insertion into the patient. The issue was resolved by replacing the mesh with a product from another manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.